Event description:
The pilot balloon on the shiley dct 6.4 trach tube failed. This was the second one of this lot number with a potential problem. The problem was noted when the pressure was being monitored.